Manufacturer narrative:
The prograsp forceps instrument used during this event was not received for failure analysis investigations. The video received for this event was reviewed. Multiple instruments were installed on the universal surgical manipulator (usm). This is done largely without visualization. When the instruments are inserted using the instrument clutch buttons, the cannula and incoming instrument tips remain out of the surgical view. The endoscope then pans to the usm 4 cannula, where some omentum has migrated up the tip of the cannula. It is then removed as the prograsp comes in to the surgical workspace. There is a small amount of omentum captured within the jaws of the prograsp. This is because the instrument jaws go through a homing process when they initialize on the usm. This involves slight opening and closing of the jaws (grips), which could capture tissue if it is in the cannula. A laparoscopic grasper is brought in to pull the omentum from within the prograsp jaws. The prograsp is then inserted under direct visualization the rest of the way. We do instruct users to directly visualize the cannula where an instrument is being inserted, ensuring that organs and tissue are out of the way of the incoming instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forcep instrument entrapped tissue. It was reported the patient's omentum got sucked up into a cannula. This occurred despite the smoke evacuator being sealed and closed off. Attempts were made to shake the universal surgical manipulator (usm) in order to release the tissue from the cannula. However, it was unsuccessful, so the prograsp instrument was slowly inserted into the cannula. When the instrument was inserted into the cannula, it spun, opened, and closed. With the omentum being in the cannula, a portion of the tissue got caught in the jaws of the instrument. In order to remove the tissue from the jaws of the prograsp, the surgeon used the laparoscopic handheld maryland grasper. The tissue did not release from the jaws of the instrument easily, so the surgeon had to tug at it, which resulted in minor bleeding. No interventions were done for the bleeding; the surgeon let the tissue clot itself off. The procedure was completed as planned. While on the phone with the customer, the technical service engineer (tse) confirmed with the operating room staff that the instrument homing (quick spin and open/close of instrument tip) inside the cannula is normal and expected behavior. However, having tissue inside the cannula while an instrument is being inserted is unusual, so it was recommended the cannula tip be observed prior to inserting an instrument. This is to verify there is no tissue inside the cannula at time of instrument initialization and prevent tissue from being grabbed during instrument initialization. There were no system issues related as this is normal operations of instrument initialization. The customer was able to correct the reported issue and will ensure tissue is not pressed against the cannula tip prior to inserting instruments.